Event description:
It was reported to boston scientific corporation that a sensation micro oval snare was used during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, the plastic sheath of the snare 'came apart' while the device was being removed from the endoscope. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found the flare (working length) to be detached, which rendered subsequent functional testing impossible. The complaint was confirmed; the detached flare can result in a "torn" appearance. Procedural or anatomical factors could have affected the device integrity and its performance, therefore, the most probable root cause for this incident is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensation micro oval snare was used during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, the plastic sheath of the snare "came apart" while the device was being removed from the endoscope. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) for the reported event: sheath torn/split. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.